Event description:
It was reported that the patient presented for a follow up in clinic with episodes of over-sensed noise exhibited by the right ventricular lead in stored electrograms. The lead was capped and replaced on (B)(6) 2022. The patient was recovering.